Event description:
In 2009, the pt reported that she receives an occlusion message on her insulin infusion device about every other day. She is currently experiencing an occlusion error and has an elevated blood glucose reading of 315 mg/dl. She treated her reading by injecting 5 units of insulin. She stated she changes her infusion site every 2-3 days and her tubing once per week. The pt has used her current adapter for over 2 years. She was advised of the proper schedule for changing the adapter. To troubleshoot, the pt was instructed to disconnect from her site and prime through the tubing. She received an occlusion error. She said that prior to the call she primed through the adapter without error. She was advised to change her tubing. Courtesy infusion sets, an adapter and battery covers were sent to the pt. On follow up with the pt nineteen days later, she stated she has had no further occlusions until today which she cleared by changing her infusion site and tubing. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.